Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dissociation of implanted trident constrained liner (the large head from insert) during acetabular range of motion testing - revision hip surgery (B)(6) 2019, reference number 690-00-28f. Dissociated implant components reassembled and retrialed with the surgeon reporting satisfactory stability. Original primary hip replacement (B)(6) 2019. Exeter trident. Revision to a constrained liner for recurrent dislocation x3. Update 05/june/2019 (B)(6): surgical delay indicated as yes.